Manufacturer narrative:
The actual device was not returned for evaluation and therefore the reported event could not be confirmed or replicated. An investigation of the device manufacturing records was conducted. A bath record review was conducting and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The clinical investigation indicates according to the peritoneal dialysis rn the hernia was caused by hard coughing and having pressure from the pd fluid inside the peritoneal cavity. The pdrn stated she does not believed the hernia is related to the cycler. There were no reported large drains or overfill events prior to being diagnosed with the hernia. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 03/21/2011 to 03/11/2013.

Event description:
Pt/user of the fmc dialysis device called tech support due to having problems draining and pain during treatments. Pt stated he had hernia surgery the week prior.